Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports patient had previous MRI done in lumbar, cervical and brain done with and without contrast, but yesterday she had thoracic MRI done and felt a zap about 30 seconds into the MRI scan, the MRI tech stopped the scan, had patient removed her short, continue with the MRI, patient felt the zap again and did not finish the thoracic MRI. Caller reports she did programmed into MRI mode, MRI tech observed her put into MRI mode. Caller reports the MRI tech did follow the MRI guideline as the tech had stacks of paper. Information was received from a manufacturer's representative via a healthcare provider that stated patient had a brain scan yesterday with no issues and cervical spine scan done the week without any issues. When caller went to scan patient's t spine today, however, patient felt a shocking sensation in their left flank area. Patient pressed the emergency button so they didn't continue with the scan. This sensation occurred while doing a thoracic survey (they had done a cervical survey prior to this without issue). Caller said that the sensation stopped right away once they stopped the survey. Patient turned on stimulation at the end of the exam and was fine with that. Technical service specialist reviewed that MRI guidelines don't support using a transmit and receive coil for tor so/lower extremity imaging. They used a 1.5t machine, sar of 2 w/kg, 1900 gauss and slew rate of 200 t/m/s. They were unable to use the anterior spinal coil (what caller thinks is receive only coil) due to size of the patient. Caller told by pt that ins is on the right side but exact location not known, nor is lead location.